Event description:
It was reported that a physician implanted an x-stop device into a pt. The pt experienced recurrence of symptoms. Reportedly, the pt is on a waiting list for x-stop removal and decompression surgery. No additional information reported.

Manufacturer narrative:
Method - device not returned, follow up conversation with company rep .